Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope's objective lens was rusty and had a stain inside the lens that was unable to be cleaned, and the bending section cover's adhesive was peeled and missing. There was no patient involvement.